Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was confirmed. The insertion tube was leaking. At the distal end of the insertion tube, there were rough peelings between the second and fifth white rings. There were scratches on the distal end plastic cover and the light guide lens. There was peeling glue on the bending section cover and a loose ethylene oxide valve. In addition, the device failed the insertion tube insulation inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a hole in the insertion tube on the evis exera iii bronchovideoscope, which had been observed during reprocessing. During the inspection of the returned device, the coating on the insertion tube was found to be peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: added health professional. This supplemental report is submitted to provide information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Event description:
Additional information was obtained from the reporter. The procedure that was being performed was a bronchoscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. On the basis of the information provided for this investigation, the cause was presumed as physical stress, chemical stress, and/or the storage environment of the unit. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The IFU further states: "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "Precautions_ warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." On storage and disposal, the IFU states: "warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.